Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted faster than expected and that the pump touch screen was delayed in responding to presses. In addition, it was reported that multiple intermittent occlusion alarms occurred and that multiple unspecified alarms occurred. There was no reported impact to the customer's blood glucose level. No additional event information was available.